Event description:
Boston scientific neurovascular became aware that during a procedure when the subject device was being inserted into a guider 6f 100 40 degrees, it would not advanced into the lesion. Occlusion testing was performed proximal to the posterior inferior cerebellar artery and a leak was noted under angiography. The leak was noticed at the tip of the subject device after removal. When inflation and deflation testing was performed prior to use, no anomalies were noted.